Event description:
Additional information received indicated noise was the cause of the oversensing that was previously reported on the right ventricular (rv) lead. Lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging.

Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was in stable condition and will continue to be monitored.